Manufacturer narrative:
Physio-control further evaluated the device.  Proper device operation was confirmed during functional and performance testing.  The reported issue could not be duplicated.  From the downloaded device self-test log it was observed that the returned battery pack (lot code 1445) is not the same battery pack that was in the device on the date of the reported complaint. The battery pack in the device on the date of the reported complaint was lot code 1251. A replacement device was provided to the customer; a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device could not be powered anymore. Inserting a new battery did not help. There was no patient use associated with the reported event.